Event description:
The user facility reported their amsco 7053l single-chamber washer-disinfector was leaking liquid onto the floor. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and determined the mechanical seal on the unit's circulation pump was damaged. The technician replaced the pump, confirmed the unit be operating according to specification, and returned it to service. A complaint review has determined this to be an isolated event. No additional issues have been reported.